Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up report will be submitted to include the investigation conclusions.

Event description:
The customer performed eus-fna for the pancreas head through the duodenum using echotip procore high definition ultrasound biopsy needle. When collecting the specimen after the first puncture, he noticed that the needle tip was missing. He searched it fluoroscopically and found the broken needle tip in the duodenal wall. He didn't conduct an attempt to remove the broken tip and decided to take wait-and-see approach. Information provided by the user on 30-jul-2018: for distinguishing pancreatic cancer from autoimmune pancreatitis, the customer performed eus-fna for the pancreas head through the duodenum using echotip procore high definition ultrasound biopsy needle. When collecting the specimen after the first puncture, he noticed that a few millimeters of the needle tip was missing. He searched the broken needle tip and fluoroscopically confirmed that it was in near the inferior duodenal. He then found it in the duodenal wall by CT not in the duodenum lumen. The user talked to a hepato-biliary-pancreatic surgeon and concluded to take wait-and-see approach since an emergency operation for removal was not needed because the tip was staying in the wall.

Event description:
The customer performed eus-fna for the pancreas head through the duodenum using echotip procore high definition ultrasound biopsy needle. When collecting the specimen after the first puncture, he noticed that the needle tip was missing. He searched it fluoroscopically and found the broken needle tip in the duodenal wall. He didn't conduct an attempt to remove the broken tip and decided to take wait-and-see approach. Information provided by the user on 30-jul-2018: for distinguishing pancreatic cancer from autoimmune pancreatitis, the customer performed eus-fna for the pancreas head through the duodenum using echotip procore high definition ultrasound biopsy needle. When collecting the specimen after the first puncture, he noticed that a few millimeters of the needle tip was missing. He searched the broken needle tip and fluoroscopically confirmed that it was in near the inferior duodenal. He then found it in the duodenal wall by CT not in the duodenum lumen. The user talked to a hepato-biliary-pancreatic surgeon and concluded to take wait-and-see approach since an emergency operation for removal was not needed because the tip was staying in the wall.

Manufacturer narrative:
510(k) number: k142688 cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: (B)(4) investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The customer performed eus-fna for the pancreas head through the duodenum using echotip procore high definition ultrasound biopsy needle. When collecting the specimen after the first puncture, he noticed that the needle tip was missing. He searched it fluoroscopically and found the broken needle tip in the duodenal wall. He didn't conduct an attempt to remove the broken tip and decided to take wait-and-see approach. Information provided by the user on (B)(6) 2018: for distinguishing pancreatic cancer from autoimmune pancreatitis, the customer performed eus-fna for the pancreas head through the duodenum using echotip procore high definition ultrasound biopsy needle. When collecting the specimen after the first puncture, he noticed that a few millimeters of the needle tip was missing. He searched the broken needle tip and fluoroscopically confirmed that it was in near the inferior duodenal. He then found it in the duodenal wall by CT not in the duodenum lumen. The user talked to a hepato-biliary-pancreatic surgeon and concluded to take wait-and-see approach since an emergency operation for removal was not needed because the tip was staying in the wall.

Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the echo-hd-3-20-c device of lot number c1425838 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 29 august 2018. On laboratory evaluation of the returned device, it was noted that device returned in original packaging. Tip of the needle was missing, syringe was not returned. Needle specification length is 1705mm +2mm/-2mm. Measurements taken in the laboratory of needle length is 1695 mm leaving approximately 10mm of tip missing. Needle advancing and retracting without issue. Sheath adjuster advances and retracts without issue. Stylet is difficult to advance. Following the laboratory evaluation additional information was requested to check if needle tip was retrieved. However no feedback received. Therefore, if this information becomes available the investigation will be updated accordingly. The customer complaint is confirmed as the failure was verified in the laboratory. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. As the exact operational conditions could not be replicated. Possibly the needle fracture occurred due to hard lesion and then broke off when pulling out through duodenal wall. Therefore, possible causes may be that the needle breakage occurred due to hard target site and possibly contributed tortuous pathway. It may be noted that according to packaging insert, c-es1505y01 there is no evidence to suggest that the customer did not follow the packaging insert. Document review: a review of the qc goods inwards records for did not reveal any issues which could have contributed to this complaint issue. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c device of lot# c1425838 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1425838; upon review of complaints this failure mode has not occurred previously with this lot # c1425838. Summary: the patient has not experienced health hazard due to this occurrence and will be followed up with x-ray and/or CT. The customer complaint is confirmed as the failure was verified in the laboratory. The risk was determined to be no risk (category iii). Complaints of this nature will continue to be monitored for potential emerging trends.